Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated right ventricular (rv) lead displayed pacing impedance measurements of greater than 2000 ohms. There was no noise or other clinical observation associated with the high impedances. There were no adverse patient effects. The system remains in service.